Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that touch screen was unresponsive and frozen. During troubleshooting with tandem technical support, the frozen screen was cleared and subsequently a malfunction occurred. The customer's blood glucose level was 270 mg/dl. Customer reverted to an alternate pump for insulin therapy.